Manufacturer narrative:
(B)(4). As of today, no additional information has been provided. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient was to undergo surgical intervention. Additional follow up then indicated that the patient refused any further intervention. The device remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device and associated epicardial leads had eroded from the device pocket. A white milky fluid had been oozing form the device pocket. It was not clear if these clinical observations were being caused by an infection or an allergic reaction. Also, the system had displayed loss of capture (loc) at maximum output as well as low r wave amplitudes. The device was reprogrammed with minimal output. An action plan was being determined. A request for additional information has been made. There were no adverse patient effects reported.